Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream(tm) xc atherectomy catheter was selected over a .014 non-bsc guide wire for an atherectomy procedure in the right distal superficial femoral artery. After performing atherectomy for 14 seconds, the device could not be advanced, reversed or moved. The whole system was removed out of the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The device was returned with a non-compatible guidewire inside of the device. A non-bsc embolic protection system was used. Further investigation showed that there was teflon inside the bushing which would cause the guidewire to stick . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. This root cause is assigned when the device was used contrary to instructions in the dfu. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream xc atherectomy catheter was selected over a .014 non-bsc guide wire for an atherectomy procedure in the right distal superficial femoral artery. After performing atherectomy for 14 seconds, the device could not be advanced, reversed or moved. The whole system was removed out of the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.